Event description:
New information received notes the right atrial lead exhibited low pacing impedance, noise, intermittent sensing, and high capture thresholds. Programming changes were made and the physician capped and replaced the lead on (B)(6) 2021. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-15547. It was reported that the patient presented via remote transmission then in clinic. Upon review, the right atrial lead exhibited low pacing impedance and noise and the right ventricular lead exhibited noise. No intervention was performed. The patient was discharged from the clinic.